Event description:
During an embolization procedure, the proximal end of the enterprise stent failed to open. The distal end deployed well with all four distal markers seen separately. The proximal end did not deploy well and three markers were seen bunched together. This was on deployment and before a second microcatheter was tried to complement, the already jailed first microcatheter. When they tried to take the second microcatheter through the stent, the proximal end migrated about 5mm. The account managed to coil most of the aneurysm before noticing flow restriction that ultimately led to complete occlusion. Fortunately, the cross flow was good enough to prevent any neurological deficits.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.